Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited cross talk oversensing and noisy signals on this right ventricular (rv) channel. This rv lead in service. No adverse patient effects were reported.